Event description:
The customer reported, at 2:06 p.m., he obtained a reading of 255 mg/dl on a contour next ez meter. Within 2 minutes, upon repeat testing with a different meter, a reading of 105 mg/dl was obtained. The difference between the readings falls in "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.